Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after reviewing the pump hours later, the syringe volume had not moved. It was stated the pump was not used for priming. Troubleshooting included having the tubing and other admin sets/supplies for set up intermittently assessed and changing occlusion alarm setting (from default normal to very high) and they have also enabled and disabled flowsentry. Confirmed use of only 1.2-micron low protein binding filters for lipid administration as recommended. There was patient involvement and no harm or adverse event reported ¿ continuing to monitor. The patient is of extreme immaturity of newborn with a gestational age of less than 23 completed weeks (22w6d), black/african american male and a weight of 0.602 kg.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.